Manufacturer narrative:
(B)(4): a needle that was broken at the point end and body was submitted for evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. To avoid damaging needle point and swage area, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. During the procedure the needle broke. The needle fragments were removed from the patient. There were no adverse patient consequences.